Manufacturer narrative:
(B)(4). Batch #u5c71c. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60b cartridge loaded in the device. The cartridge reload was received partially fired 3/4 with the reload deck damaged. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. It is also possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, on the seventh fire, it started to fire and stopped while on thick tissue. The surgeon could not get the blade to work using the reverse button. They tried the manual override and that did not work. The surgeon had to transect around the device to remove it. The procedure was completed with a like device after they did the planed divergence. After the procedure, they continued to work on the device to get the tissue out of the jaws, but could not. There were no patient consequences.